Manufacturer narrative:
The customer reported a poor connection between the therapy cable and the therapy port. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a poor connection between the therapy cable and the therapy port.